Manufacturer narrative:
Correction: lot# is 25147332. Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. An investigation was conducted on 12/10/2019. A visual inspection was conducted. Only the harvesting device, cannula and btt and btt seal was returned inside the plastic sterile barrier without the packaging material. Signs of clinical use and evidence of blood was observed on both the harvesting handle as well as on the cannula. The endoscope seal was not observed to be with the device. Based on the returned condition of the device, the reported failure "component missing" was confirmed, however, we are unable to determine when the seal was removed from the packaging as the product was returned in an open state.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated packaging missing thin additional seal come separate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated packaging missing thin additional seal come separate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.